Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number for the returned sample. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 6cm and 41cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. Upon cleaning the iabc bladder, the central lumen within the flex-tip assembly area was noted broken at approximately 5.5cm from the iabc distal tip. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted, the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was found in the tube" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area. The damaged central lumen could result in blood entering the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "after placement of an intra-aortic balloon counterpulsation catheter, the patient was cared for in the intensive care unit, and one day later blood was found in the tube, which was immediately withdrawn. Experimentally, it was found that there was an air leak at the distal end of the balloon". Additional information states that the device was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after placement of an intra-aortic balloon counterpulsation catheter, the patient was cared for in the intensive ca re unit, and one day later blood was found in the tube, which was immediately withdrawn. Experimentally, it was found that there was an air leak at the distal end of the balloon". Additional information states that the device was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). (B)(4).